Manufacturer narrative:
The reported events of high pacing impedance and failure to advance stylet were not confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. Final analysis found the stylet was able to be fully inserted on the entire lead body and removed without any difficulty. No anomalies were detected.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high pacing impedance. Additionally, the stylet failed to be advanced into the lead. Hence, the physician elected to not use it and replaced with a new lead. The patient was stable throughout.